Manufacturer narrative:
(B)(4). Concomitant medical products - medical product - oxford right medial tibial tray, catalog#: 154719, lot#: 271520. Oxford bearing, catalog#: 159574, lot#: 2777776. Event is being reported to FDA on three medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535 - 2016 - 00933 / 3002806535 - 2016 - 00934 ).

Event description:
It was reported that the patient underwent a revision procedure due to pain 12 months post implantation.